Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that povidone iodine was found to have leaked from a hole of the pouch upon opening the package. Per additional information received by ibc via email on 14 jul 2020, the pouch had not been opened, but had no contents.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Evaluation found tear on the pvi packet which caused the pvi solution to leak out. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause could be due to use of sharp object, defective component supplied by supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[intended use & effect-efficacy]: the device combines a disposable catheter that is designed to be placed in the bladder for the purpose of urinary drainage and a urine drainage bag. [Directions for use] 1. Method of use: 1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that povidone iodine was found to have leaked from a hole of the pouch upon opening the package. Per additional information received by ibc via email on 14jul2020, the pouch had not been opened, but had no contents.